Manufacturer narrative:
The reported events of no capture and decreased sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil over-torque at the connector region, consistent with procedural damage. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and the over-torque of the inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up on (B)(6) 2021. During examination of the right ventricular (rv) lead, it was noted that there was phrenic nerve stimulation and increased capture threshold at certain outputs. The physician programmed the rv lead for minimal ventricular pacing and decided to perform a lead revision procedure. The patient was brought to the hospital on (B)(6) 2021 for rv lead revision procedure. During examination of rv lead, the capture threshold had increased and the sensing had decreased along with phrenic nerve stimulation. The physician suspected that the lead was dislodged. The rv lead was explanted and replaced on (B)(6) 2021. During explant procedure, the helix of the rv lead failed to extend. The patient was in stable condition before, during and after the procedure.